Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump and assisted the customer in doing so; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.